Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/29/2015 with the following findings: the battery compartment was observed to be cracked at the case seal and in the area above the grip pad: the reported battery compartment damage was confirmed. Corrosion was found on the inside of the battery compartment. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and no further evidence of internal damage or defect was found. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.